Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted due to high out-of-range shock impedance of 128 ohms. Technical services recommended considering increasing the alert trigger. The ICD and right ventricular lead remain in service. No adverse patient effects were reported.